Manufacturer narrative:
(B) (6). (B) (6). Patient information requested. The set has been received for evaluation. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported a tiny drip on the IV tubing and a small puddle of fluid on the floor was noticed. The leak was noted to be from a hole in the set which looked like a puncture on each side of the tubing. The product was on an infant patient in the nicu. Blood culture was obtained. No additional information was available.